Event description:
It was reported through a research article identifying a 21mm trifecta that may be related to an explant of the device. Specific patient information is documented as a 69 years old female. Details are listed in the attached article, titled [early first-generation trifecta valve failure: a case series and a review of the literature]. In 2012, a 21mm trifecta valve was implanted. In 2018, the patient developed acute dyspnea during exertion. Upon visiting a hospital, an echocardiogram showed aortic regurgitation. The valve was explanted and tears were observed on the non-coronary cusp along with pannus formation and increased gradient. Patient post-op status is unknown by the site.

Manufacturer narrative:
An event of dyspnea and regurgitation secondary to a torn leaflet and pannus formation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2012, a 21mm trifecta valve was implanted. In 2018, the patient developed acute dyspnea during exertion. Upon visiting a hospital, an echocardiogram showed aortic regurgitation. The valve was explanted and tears were observed on the non-coronary cusp along with pannus formation. Patient post-op status is unknown by the site.